Event description:
It was reported that the external pulse generator (epg) had a cracked body and the atrial line connector was broken. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the generator had a cracked body and a broken atrial line connector. Analysis also found that the upper case, liquid crystal display lens and ring cover were broken, two side bail covers, the ring and two side bails were missing and the battery contacts were compressed. All found defective parts were replaced and all other identified issues were resolved. (B)(4).